Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Customer consumed glucose tablets and carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Ultimately, the customer reverted to an alternate method of insulin therapy.